Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states on the seat h frame, by the rivoted screw is broken in half.

Manufacturer narrative:
The device was evaluated by the returns department which found that the seat frame was broken.

Event description:
The provider states on the seat h frame, by the rivoted screw is broken in half.